Event description:
IV catheter safety system "y" adapter removal prn-20ga 1 inch. After nurse inserted the catheter she was pulling the stylet out, it broke the plastic catheter and needle (stylet) stuck her.